Event description:
It was reported that the patient was admitted to the hospital beyond standard of care. The target lesion was located in the severely tortuous hepatic artery (liver). A renegade hi-flo fathom system was selected for use. During the procedure, it was noted that since the beginning, the physician could not cannulate several arteries with this microcatheter. The physician detected that the catheter was experiencing some difficulty in advancing and retracting. When it was removed, the catheter was fractured. The microcatheter was pulled from the patient's body and the procedure was completed with another renegade kit. The patient was admitted to the hospital beyond standard of care. No further patient complications were reported. It was further reported that the patient was admitted to the hospital due to the hepatic chemoembolization procedure he is undergoing as part of his routine cancer treatment. The patient was admitted the same day before the procedure and due to the failure of the procedure (the doctor could not access the area of the tumor he wanted to embolize), it was necessary for him to spend the night in the hospital. It was detected that the renegade microcatheter was broken outside the patient. However, once this was noticed, the microcatheter did not re-enter the patient, so no segment of the broken product was involved with the patient.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product to boston scientific consisted of a renegade hi-flo micro-catheter. The device was inspected for any damage or irregularities. The fathom guidewire was stuck in the device. The renegade showed damage in the form of a fracture located 27cm from the hub. There was a constriction of the guidewire caused by the device fracture. There was also shaft damage located 107cm and 144.5cm from the hub. Evidence shows that the device was used in the body as blood was present on the device and the lumen was occluded with blood. No other damage was noticed. Inspection of the remainder of the device apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the patient was admitted to the hospital beyond standard of care. The target lesion was located in the severely tortuous hepatic artery (liver). A renegade hi-flo fathom system was selected for use. During the procedure, it was noted that since the beginning, the physician could not cannulate several arteries with this microcatheter. The physician detected that the catheter was experiencing some difficulty in advancing and retracting. When it was removed, the catheter was fractured. The microcatheter was pulled from the patient's body and the procedure was completed with another renegade kit. The patient was admitted to the hospital beyond standard of care. No further patient complications were reported. It was further reported that the patient was admitted to the hospital due to the hepatic chemoembolization procedure he is undergoing as part of his routine cancer treatment. The patient was admitted the same day before the procedure and due to the failure of the procedure (the doctor could not access the area of the tumor he wanted to embolize), it was necessary for him to spend the night in the hospital. It was detected that the renegade microcatheter was broken outside the patient. However, once this was noticed, the microcatheter did not re-enter the patient, so no segment of the broken product was involved with the patient.

Event description:
It was reported that the patient was admitted to the hospital beyond standard of care. The target lesion was located in the severely tortuous hepatic artery (liver). A renegade hi-flo fathom system was selected for use. During the procedure, it was noted that since the beginning, the physician could not cannulate several arteries with this microcatheter. The physician detected that the catheter was experiencing some difficulty in advancing and retracting. When it was removed, the catheter was fractured. The microcatheter was pulled from the patient's body and the procedure was completed with another renegade kit. The patient was admitted to the hospital beyond standard of care. No further patient complications were reported.